Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as a red blister the size of a pencil eraser on the back where the electrode sits. There was no alleged device malfunction contributing to the blister. The patient¿s physician placed a bandage over the blister. Follow up indicated that the blister improved.